Event description:
It was reported that the lead exhibited loss of capture and high thresholds. The lead was explanted and replaced. The patient's medical condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.